Event description:
Reporter alleged blood glucose measured 38 mg/dl back to back with a result of 150 mg/dl when tests were performed 3 minutes apart. It was stated no actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.